Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6), 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the patient's daughter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's daughter alleged that the issue began on (B)(6), 2010 at approximately 9:30pm. It is not known how often the patient tests his blood glucose and what medication, if any, the patient takes to manage his diabetes. According to the csr's documentation, a few minutes prior to the alleged issue the patient was "jerking" and would not wake up. The patient's wife immediately tested the patient with the subject meter and obtained a blood glucose result of "75mg/dl". Approximately seven minutes later the emergency medical services (ems) arrived and the patient obtained a blood glucose result of "22mg/dl" with the ems's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known, however, what the patient's last blood glucose result was prior to the onset of his symptoms and what action he took in response to his previous reading. The ems administered IV glucose as treatment, at an unknown time later the patient obtained a blood glucose result of "200mg" with an unspecified meter, and the patient was transported to the hospital by ems. It is not known if the patient was hospitalized. During troubleshooting, the csr confirmed the patient's wife was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The patient's daughter performed a control solution test that passed. Replacement products were sent to the patient. Although the patient's reported symptoms occurred prior to the alleged issue and there is no indication that the subject meter was working improperly, this complaint is being reported because the patient was allegedly treated for sever hypoglycemia by an hcp after the alleged issue began.